Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02639.

Manufacturer narrative:
Eval: results - a defect was found with the device. The returned anchor was damaged and consistent with damage related to explant. The pt complained of a burning pain at the anchor site. However, since the returned anchor was damaged, the device cannot be analyzed and complaint for "pt discomfort" cannot be confirmed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.